Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After cutting the tibia and after the trials were inserted, the surgeon observed that the cut was shifted more than planned. The surgeon determined that the proper course of action was to complete the procedure using the manual instrument set and surgeon was satisfied with the outcome of the procedure.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The results of the evaluation revealed that the likely root cause of this issue is related to movement of the robotic arm tracking array during the procedure. An investigation is still on-going and if a different root cause is identified then a supplemental MDR will be filed.